Event description:
Procedure: liver transplant. Reportedly, they were using the instrument to transect the upper cava of the liver, they closed the dlu, fired it, and it would not open. Manually sewed to complete the case. The patient was put on the by-pass machine due to time constraints.